Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found. A review of the diagnostic data showed no indications of a device malfunction that could have affected the device therapy.

Event description:
It was reported to nevro that the patient experienced muscle spasms and shocking. Stimulation was turned off and the patient later turned the device back on at a lower amplitude. Ultimately, the patient decided to have the trial leads taken out. There have been no reports of further complications regarding this event.